Event description:
The account stated the knee function is going up on its own. The account's maintenance stated this has been reported before on this bed and seems to work ok for 6 to 8 months and then it fails again.

Manufacturer narrative:
Repairs have not been completed.